Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that his onetouch ultra mini meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2017, 8:00am. When the patient obtained the results of 120 and 480mg/dl on the subject meter performed less than 20 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs¿ criteria for accuracy the patient manages his diabetes with insulin (no adjustments). The patient denied that he developed any symptoms. The patient stated that on (B)(6) 2017 he attended his doctors office and obtained a blood glucose result of 475mg/dl on a doctor¿s meter the patient was treated by a healthcare professional (hcp) with ¿extra insulin shots and a steroid shot for pneumonia¿. The patient stated at this time he at the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. The patient described the correct testing steps. The test strips were stored correctly and not expired and the test strip vial was intact. The patient did not have control solution test to complete a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began and subsequently received medical intervention from a hcp after the alleged device issue occurred.